Event description:
Medtronic received information regarding an imaging system being used in a spinal fusion. It was reported that the mobile view station (mvs) would not boot. The navigation and imaging was aborted causing the procedure to be aborted. There was less than an hour delay in the procedure.

Manufacturer narrative:
The uninterruptible power supply (ups) was returned to the manufacturer for evaluation. After performance testing and visual/physical examination the reported issue was confirmed. While the ups was charging, and error light message turned on. It was found that the ups was not able to charge the battery, due to the battery no longer being able to hold a charge. The ups is functional with a new battery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. A manufacturer representative went to the site to test the imaging system and confirmed the issue. The uninterruptible power supply (ups) was replaced and a 2d and 2d was performed. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a spinal fusion. It was reported that the mobile view station (mvs) would not boot. The navigation and imaging was aborted causing the procedure to be aborted. There was less than an hour delay in the procedure.